Event description:
Procedure performed: lap. Adnexectomy. Event description: during the operation, a puncture needle was inserted through the trocar and probably pushed the sealing cap purely into the abdominal cavity. There were no changes in health resulting from the event. They cut the seal in two pieces and removed it. Additional information received from applied medical representative via email 21mar23: the customer retrieved all the pieces from the patient. Prior to the incident, they used a grasping forceps. Intervention: they cut the seal in two pieces and removed it. Patient status: is ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, with a clear component. Visual inspection confirmed the complainant¿s experience of a dislodged shield. The clear component was identified to be the shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the dislodged shield was caused by non-axial insertion of an asymmetrical instrument through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: lap. Adnexectomy. Event description: during the operation, a puncture needle was inserted through the trocar and probably pushed the sealing cap purely into the abdominal cavity. There were no changes in health resulting from the event. They cut the seal in two pieces and removed it. Additional information received from applied medical representative via email 21mar2023: the customer retrieved all the pieces from the patient. Prior to the incident, they used a grasping forceps. Intervention: they cut the seal in two pieces and removed it. Patient status: is ok.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.